Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console was displayed error and the ultrasound stopped working for the second surgery. The surgery was completed without patient impact. The procedure type is unknown. Additional information has been requested, but none received to date.

Manufacturer narrative:
The company representative confirmed and replicated the reported event. The fluidics module was subsequently replaced, which was returned for this investigation for evaluation. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The fluidics module (fm) was received for this investigation for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample testing of the returned part was performed. There was no problem found and the reported event was not replicated.the system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).